Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one fallopian tube did not receive the device as well as the other at the time of placement" in 2002 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 (((B)(6) 1998, (B)(6) 1999, (B)(6) 2001)), miscarriage in 2000, premature labor (second child was 4 weeks early.), ovarian cyst, ear disorder in 2011, mastoidectomy in 2013 and ear reconstruction in 2014. Previously administered products included for prevent pregnancy: depo-provera from 2001 to 2002 and depo-provera from 1997 to 1998. Concomitant products included oxycodone from 2014 to 2015 and tramadol from 2014 to 2015. In 2002, the patient had essure (ess205) inserted. In january 2003, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In august 2010, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced dysmenorrhoea ("severe dysmenorrhea / dysmenorrhea (cramping)"). In february 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with intrauterine contraceptive device (iud nos) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, back pain, vaginal haemorrhage and abdominal pain lower had resolved and the genital haemorrhage and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. On (B)(6) 2015, pathology report was done; as clinical information: dysmenorrhea and diagnosed as designated ¿uterus, cervix, bilateral fallopian tubes¿ adenomyosis, benign secretory endometrium, unremarkable serosa, uterine cervix quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:event cramping added.events outcome added. Inciident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one fallopian tube did not receive the device as well as the other at the time of placement" in 2002 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 3 (B)(6) 1998, (B)(6) 1999, (B)(6) 2001, miscarriage in 2000, premature labor (second child was 4 weeks early.), ovarian cyst, ear disorder in 2011, mastoidectomy in 2013 and ear reconstruction in 2014. Previously administered products included for prevent pregnancy: depo-provera from 2001 to 2002 and depo-provera from 1997 to 1998. Concomitant products included oxycodone from 2014 to 2015 and tramadol from 2014 to 2015. In 2002, the patient had essure (ess205) inserted. In january 2003, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In august 2010, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced dysmenorrhoea ("severe dysmenorrhea / dysmenorrhea (cramping)"). In february 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with intrauterine contraceptive device (iud nos) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, back pain and vaginal haemorrhage had resolved and the genital haemorrhage and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. On (B)(6) 2015, pathology report was done; as clinical information: dysmenorrhea and diagnosed as designated ¿uterus, cervix, bilateral fallopian tubes¿ adenomyosis, benign secretory endometrium, unremarkable serosa, uterine cervix quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received an event " she did not undergo essure confirmation test" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one fallopian tube did not receive the device as well as the other at the time of placement" in 2002. The patient's past medical history included multigravida, parity 3 (((B)(6) 1998, (B)(6) 1999, (B)(6) 2001)), miscarriage in 2000, premature labor (second child was 4 weeks early.), ovarian cyst, ear disorder nos in 2011, mastoidectomy in 2013 and ear reconstruction in 2014. Previously administered products included for prevent pregnancy: depo-provera from 2001 to 2002 and depo-provera from 1997 to 1998. Concomitant products included oxycodone from 2014 to 2015 and tramadol from 2014 to 2015. In 2002, the patient had essure (ess205) inserted. In 2003, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In 2011, the patient experienced dysmenorrhoea ("severe dysmenorrhea / dysmenorrhea (cramping)"). In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with intrauterine contraceptive device (iud nos) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, back pain and vaginal haemorrhage had resolved and the genital haemorrhage and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. On (B)(6) 2015, pathology report was done; as clinical information: dysmenorrhea and diagnosed as designated ¿uterus, cervix, bilateral fallopian tubes¿ adenomyosis, benign secretory endometrium, unremarkable serosa, uterine cervix quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Suspect product indication female sterilization was added. Events abnormal vaginal bleeding, weight gain, back pain were newly added as event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe dysmenorrhea"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2003, and reported adverse events including pelvic pain and abnormal bleeding). Coils were removed approximately 12 years after insertion procedure. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on an implied positive temporal and lack of alternative explanation, these events were assessed as related to essure use. This case was classified as incident due to the reported intervention required. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. In 2003, the patient started essure (ess205) at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe dysmenorrhea"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and dyspareunia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and dyspareunia to be related to essure (ess205). Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2003, and reported adverse events including pelvic pain and abnormal bleeding). Coils were removed approximately 12 years after insertion procedure. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on an implied positive temporal and lack of alternative explanation, these events were assessed as related to essure use. This case was classified as incident due to the reported intervention required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.